Event description:
Foley catheter was placed for laparoscopic bilateral salpingectomy. Foley was removed at the end of the case and balloon deflated. When the foley came out there was still about 3ml of saline in the balloon that could not be removed.